Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 500 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert the reservoir and perform manual prime; the insulin pump alarmed no delivery. Customer was advised to change the infusion set. The insulin pump will not be replaced. The infusion set would be replaced and returned.